Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) along with this right ventricular (rv) lead exhibited high out of range (oor) shocking lead impedance measurement during an in office interrogation. When the field representative was reviewing the patient's history he noted that a couple months earlier the shock impedance had increased and was out of range at 130 ohms and had trended high but within range in other measurements. Boston scientific technical services (ts) was consulted and discussed that this is a single coil lead, which can exhibit higher shocking impedances. The cause of the oor impedance measurement was not identified and the physician will continue to monitor. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.